Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the probe damage error code u504. The device was evaluated using olympus¿ test equipment. A visual inspection was performed and found the teflon pad had normal wear, no metal exposed. The distal end of the device was inspected under a microscope and found the probe is detached, missing portion returned. The broken portion of the probe is approximately 17 mm long. The root cause for the broken or damage probe is most likely due to the probe coming into contact with a hard or metallic surface during activation. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." Additionally, the generator produces an error warning to perform a probe check (u504) in an effort to prevent probe breakage from occurring. If the user ignores this error code and continues to use the device, there is a high likelihood of the probe breaking.

Event description:
Olympus was informed of a probe damage error code u504 that occurred during a laparoscopic supra cervical total hysterectomy procedure. The probe was cracked and broke off outside the patient during inspection of damage. No device fragments fell inside the patient. The hand piece was replaced and the procedure was completed without incident/injury.